Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 54.6 mm abdominal aortic aneurysm. It was reported that during device deployment, the c-arm was moving during the procedure, which was not noticed and the physician deployed the device downwards from the intended location as the position had deviated. It was stated that as the contralateral side peripheral region was deployed in the ipsilateral common iliac region the physician elected to perform a f-f bypass. No leakage was observed and the procedure completed. As per the physician, cause of the event was user error. The c-arm lock was not tightly engaged no additional clinical sequelae were reported and the patient is fine.